Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application/use. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0023-eo revision 5 instruments I. Cautions 1. Users of this device are encouraged to contact their arthrex representatives if, in their professional judgment, they require a more comprehensive surgical technique or more information. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was reported by the sales rep on 07-jan-26 that this occurred during a reverse total shoulder arthroplasty with augmented baseplate. A glenoid was being reamed and the patient's bone quality was fair and firm.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that an ar-9675t-s augmented mgs reamer was catching and difficult to operate. An ar-9679 angled reamer orientation sleeve did not work properly. An ar-9597-20 angle reamer sleeve was getting caught in a way it should not be. An ar-9676t augmented reamer locking drive shaft did not lock. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.